Event description:
The customer reported being in the emergency room due to high blood glucose of 202mg/dl. The customer stated that she was in the hospital for fifteen days, and she experienced severe dehydration and low blood pressure. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.